Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating device stopped working. Midway through the cauterization of the vessels the hp2 device stopped functioning and quit burning. They waited over a minute as they thought possibly the centerfuge safety mechanism might have been activated. But the device never started working again. They opened up another kit and had no issues with that kit working and finished the harvest. There was no radial damage nor any patient adverse effects from this situation.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 25161383 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 02/11/2022. An investigation was conducted on 05/19/2022. A visual inspection was conduced. Signs of clinical use and evidence of blood was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base to the tip of the hot jaw with detachment at the tip of the hot jaw. Tissue was also observed on the heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply (B)(6) at level 3.0. The device failed the pre-cautery test. It did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was not audible from the power supply upon activation. A temperature and resistence test was not conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was confirmed as well for the analyzed failure "material twisted/bent; wire".

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3(occupation), g3, g6, h2, h6 h11. Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)". Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.